Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer allowed the pump battery to fully deplete and the pump subsequently shut off. Customer¿s blood glucose value was 550 mg/dl to "high". Reportedly, the customer addressed their bg with a manual dose injection.